Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately unknown months after a total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D4: corrected. D10: concomitant devices: 4310164 180-01-52 - nv crown cup clstr hole 52mm group 2. 4645633 188-01-06 - wedge plasma x/o sz 6. 4667844 180-65-30 - alteon 6.5mm screw, 30mm. 4704519 170-36-00 - biolox delta femoral head 36mm od, +0mm". G4: corrected based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available liner was used. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected health effect, medical device and investigation clinical codes.